Event description:
Edwards received information that this mitral valve was explanted after one (1) year, ten (10) months due to unknown reasons. This was replaced with a 27mm pericardial bioprosthesis. No additional details provided.

Event description:
Additional information received from the site indicate the reason for explant was due to severe paravalvular leak and vegetations, secondary to endocarditis. There were no complications and the patient was transferred to the cardiac intensive care unit in stable condition, after having tolerated the procedure well. On post-operative day #23, the patient was discharged home.

Manufacturer narrative:
Vegetations. Additional manufacturer narrative: prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Although there have been attempts to receive further information regarding the event, no additional information was received. If further information becomes available, a follow-up report will be submitted.